Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the clip test on both attempts. The instrument was fully functional. Visual inspection did not reveal any damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument would not unlock after the clip was applied. The jaws did release eventually. The user completed the procedure, and no known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.